Manufacturer narrative:
Once the investigation is completed, a supplemental report will be submitted. Manufacturer reference: (B)(4).

Event description:
It was reported from the office of (B)(6) that a 45-year-old male patient experienced broken hooks on a silent nite appliance. The appliance was delivered on (B)(6) 2025. The patient reportedly followed the cleaning and storage directions as outlined in the device instructions for use. Oral hygiene was reported as excellent. No permanent injury or additional medical or surgical intervention was reported. The appliance was replaced with a similar product.